Manufacturer narrative:
Additional information: e1 - (B)(6). The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Based on the results of the investigation, it is believed that when a device using high-frequency current was used near the tip cover, an electrical discharge occurred, and the high-frequency current flowing through the tip cover caused it to become scorched. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited a burnt c-cover (distal end cover) as well as foreign matter at the control section.there was no patient involvement.